Event description:
The dr made several passes with the cassi device during a breast biopsy. On the second or third pass she noted that the trocar came loose from the needle and had moved distally down the needle. The trocar remained attached to the needle. No material remained in the pt. Another device was used to complete the procedure. There was no reported pt injury.